Event description:
The event occurred in USA. There was a venous pressure failure before attached to patient, probably faulty disposable but pump and cable should be checked and cleared. No harm to any person has been reported. As a pressure reading failure could lead to a pump stop, if the intervention is set by the user, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.